Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered due to pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated that the root cause of the out of range measurements was not determined. The lead was reprogrammed to bipolar configuration and the lss was programmed off. No adverse patient effects were reported.